Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6), 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the stent was fully deployed; however, the second flange of the stent did not release from the scope. The physician attempted to release the stent by inserting/ pulling the sheath and manipulating the scope for about five minutes, but the second flange of the stent did not release. Reportedly, when the delivery system and scope were removed, the stent fully deployed in the stomach. The stent was removed from the patient with forceps and another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning problem. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully deployed. The outer diameter of the catheter was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. Taking all available information into consideration, the investigation concluded that the reported event of stent positioning issue was likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated and the position of the scope during the attempted deployment, which limited the performance of the device. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the stent was fully deployed; however, the second flange of the stent did not release from the scope. The physician attempted to release the stent by inserting/ pulling the sheath and manipulating the scope for about five minutes, but the second flange of the stent did not release. Reportedly, when the delivery system and scope were removed, the stent fully deployed in the stomach. The stent was removed from the patient with forceps and another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.